Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had random unexplained no delivery alarms, buttons were harder to push and were non responsive, the insulin pump was slower to rewind, the insulin pump sometimes stopped during rewind and had diminished battery life and pump screen was really difficult to see. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.